Manufacturer narrative:
Outcomes attributed to adverse event: urinary retention and urinary tract infection. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) reported that their ins has been turned off since (B)(6) 2021, because they were having all kinds of problems with it, they were now doing better without it. Patient services worked with pt to try to connect with their programmer and confirm stim was off to prepare for MRI of the head and brain. The pt reported successfully connecting during the call, the programmer showed they were on program 2 at 0.0v and stim was off.  Later that day the patient reported that the 'lead' applying pressure to the bladder may have caused the bladder to not fully empty, causing infections.

Event description:
Additional information was received from the patient. The patient stated that because of incontinence and retention, the almost constant utis, the unit was turned off and adjusted which provided some improvement. The patient decided to leave it off. The patient clarified that changing settings did not really help but once it was totally off, it seemed to be better for retention and incontinence but utis remained almost constant. The patient was implanted to treat urge incontinence and non-obstructive urinary retention. Additionally patient had atomic bladder. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.